Event description:
During the product evaluation of another report, a baxter service technician reported finding a colleague infusion pump with failure code 810:11 on channel. Failure code 810:11 interrupted delivery during the downstream occlusion test. There was no patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Baxter as conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: a service history review revealed that this device was not previously serviced for the reported condition. Device evaluation: the reported condition was confirmed. The assignable cause was a faulty phm (pumphead module). The phm has been replaced.